Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual examination of the returned device identified no tears in the balloon material. However, when an attempt was made to inflate the balloon, a pinhole leak was observed in the balloon. The pinhole was located at 1mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and proximal markerband could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous vessel of the forearm . A 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous vessel of the forearm . A 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.